Event description:
The surgeon reported: I have a patient that has a blue fiber in the iris. The surgeon stated, I left the fiber in the iris and will monitor for now. Despite multiple attempts, no additional follow-up information has been received.

Manufacturer narrative:
The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. The customer returned one specimen. The sample was a light blue, natural fiber. The fiber was identified as paper. Root cause: the root cause of the paper is not known. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).